Event description:
It was reported that the patient experienced increased pain. The rate was increased; the patient did not respond to the infusion rate increases. It was indicated that the patient had medication side effects. The patient experienced numbness of the bilateral lower extremities and abdomen. The bolus dose was decreased. The an x-ray was performed on (B)(6) 2012 and revealed catheter migration. Surgical revision was performed on (B)(6)2012; the catheter was spliced. The patient outcome was noted as resolved without sequelae. The pump was delivering morphine, bupivacaine, droperidol and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager: model# 8835, serial# (B)(4). Catheter: model#8709, serial# (B)(4) implanted: (B)(6) 2010, explanted: unk. Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).